Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.61mm and left coronary cusp (lcc) was 5.23mm. The patient developed a complete left bundle branch block after the valve was introduced. The patient has a pre-existing first degree atrioventricular block. Post-procedure, the ECG showed a pr interval of 268 ms while on a temporary pacemaker. On (B)(6) 2026, the patient received a permanent pacemaker and was discharged from the hospital.